Event description:
Mandible external fixator was removed due to non-union. Hardware was replaced with reconstruction plate and bone graft. This is the 4th of 9 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.